Event description:
It was reported by service report that the footboard clamshell bottom drawer cable was broken exposing electrical components. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: footboard clamshell bottom drawer cable was broken exposing electrical components. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported the patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.